Event description:
The customer reported the shock button on the paddle set failed. There was no pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.